Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working and buttons were unresponsive. The customer's blood glucose was 175 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer had received a replacement insulin pump; however the customer stated that the original insulin pump started working again, so the customer returned the replacement insulin pump back to medtronic. The customer stated after using the original insulin pump she getting button error again, the customer will return the original insulin pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.